Event description:
It was reported that during a laparoscopic cholecystectomy procedure, although the clip was fed into the jaw properly, scissoring occurred at the third firing. The doctor commented that there had been no difficulties in the firing. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. Although no conclusion could be reached as to what may have caused the reported incident, it is known from the history of the device that incorrect/excessive application of torque to the jaws may result in clip malformation. The application of torque creates a temporary misalignment of the tips which is known to produce a scissored clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.